Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "jaws 'fell apart' upon removal from trocar."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the jaws were completely disengaged from the device. The remaining clips would not properly fire due to this damage. The exact cause of the jaw disengagement is unknown. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical has recently implemented device enhancements which are intended to minimize the potential for jaw disengagement to occur. This lot was built prior to application of these device improvements. This document represents our final report.